Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Patient has had shock impedance > 150 ohms on and off since june. Since (B)(6), the shock impedance has been consistently greater than 150. Went through troubleshooting steps and recommended to get an x-ray. Device is functioning normally.